Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis confirmed normal battery depletion.

Event description:
It was reported that during the routine pulse generator change out, the device exhibited backup vvi operation. The physician stated that the backup occurred after being exposed to electrocautery. The device was explanted and replaced.